Manufacturer narrative:
The straight base was returned for analysis. Functional testing found that the stem would not seat into the base. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the site opened 2 navigus biopsy kits and neither on was able to lock the guide stem into the straight base. On the kit they ended up using an angled base and that resolved the issue. There was a reported delay of less than one hour and no other reported impact to patient outcome.

Manufacturer narrative:
Correction: part number and other product related fields updated. Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.